Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on a system and triggered errors 319. The unit failed on patient side cart (psc) fixture test platform (pftp) as it failed the fiber test on the rolling loop. The rolling loop fiber cable was swapped with a new one and the error no longer occurred. The original rolling loop fiber was reinstalled and the errors returned. The unit was tested on pftp with a new rolling loop fiber cable and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy radical w/o lymphadenectomy surgical procedure, a non-recoverable error 319 occurred on universal surgical manipulator (usm) 2. The technical support engineer (tse) reviewed the logs and confirmed the error. The customer had restarted the system twice with no resolve. The tse guided the customer through a hard power cycle with emergency power off (epo), but the issue did not resolve. The tse had the customer move usm 2 using some force and power cycle again, but the issue did not resolve. The tse guided the customer to disable the usm and continue without usm 2. The procedure was completed with no reported injury.